Manufacturer narrative:
Insulin pump alarmed motor error alarm during basic occlusion test and prime alarm test due to faulty force sensor. Motor was tested outside the insulin pump and passed. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed during the prime process. Blood glucose reading at the time was 233 mg/dl. Troubleshooting was performed. The customer mentioned that the insulin pump had been exposed to a strong magnetic field. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.